Event description:
Reporter is patient who says his meter is reading high. He tested the meter on a friend and their blood sugar read 275. His tested higher. He purchased another meter at walmart and his blood sugar tested 89. The control model (his friend) tested 79 on the replacement meter. Reporter feels fortunate that he did not take insulin based on the high readings. He is a veteran patient & has received a warning letter from roche in the past with regards to the pressure of loose particles in packaging and not to use the product but this is a different matter that he wants exposed & looked into.